Manufacturer narrative:
The patient is expected to have system revision in a little period of time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) measurements which were detected via the patient remote monitoring system. Additional information indicated that other electrical parameters were fine. Defibrillation threshold (dft) test was not measured this time. A device/lead connection issue was suspected and a revision procedure was planned. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicates that a revision procedure was performed. The device was explanted and the rv lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.